Manufacturer narrative:
Testing and investigation found that the device distal pressure sensor had drifted out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device distal pressure sensor calibration had drifted out of tolerance. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided therefore, specific patient information, device programming or, event details were not available. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.